Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy following a fall in (B)(6) 2016, a little over 2 weeks ago. The patient slipped on a wet floor and fell on (B)(6) 2016. The patient increased stimulation on (B)(6) 2016 to 5.4v and didn¿t feel stimulation very much. When the patient was having a bowel movement it hurt from the implantable neurostimulator (ins) to their stomach, so they turned stimulation down. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.